Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to unstable angina and coronary angiography was performed. The target lesion was a de novo lesion located in the proximal left anterior descending (lad) artery with 95% stenosis and was 7.00mm long with a reference vessel diameter of 2.80mm. The target lesion was treated with pre-dilatation and placement of a 3.00mmx16mm promus element plus drug-eluting stent with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was diagnosed with unstable angina and coronary angiography was performed. The 90% stenosis at the distal edge of the study stent located in proximal lad was treated with the placement of 3.5 x 8.00mm promus stent overlapping with the study stent and extending to mid lad. Following post-dilatation, residual stenosis was 0%. On the same day, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.